Event description:
Related to MFR report # 2183959-2012-01104. Related to MFR report # 2183959-2012-01105. It was reported that the plaintiff was implanted with an ams perigee graft. It was alleged that, "since the placement of the mesh, plaintiff has suffered from severe and permanent bodily injuries, including dyspareunia, difficulty urinating, chronic infections, severe pelvic pain, vagina erosion, and inflammation, and significant mental and physical pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.